Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The cause of the optical signal issue was not determined since product was not returned and based on inconclusive evidence of abnormalities from data log review. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported an ongoing placement signal not reliable alarm during impella cp support. Proper positioning was verified via echocardiography, and the alarm was subsequently silenced. Monitoring methods were discussed with the staff and patient support continued with the implanted pump. The patient¿s family eventually withdrew care, and the patient expired.